Event description:
On 9/27/90 a 5-yr-old male had an implant implanted. The implant started to fail and pt went to surgery on 8/20/93 to revise the implnat. This was unsuccessful and the pt had to return to surgery on 9/22/93 for removal of that implant and reimplantation of a new one. The removed implant was returned to corp after surgeon was requested to do so by the MFR. In response to an in-service presentation on 9/30/93 the rn notified this office about this incident. Though this report is not timely, it is sent to abide by the spirit of the law.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.